Event description:
It was reported that the customer was taken to the emergency room and was hospitalized due to high blood glucose and dka. Customer's blood glucose reading at the time of hospitalization was 397 mg/dl. Caller stated that the customer had a miscarriage in her third trimester due to the high blood glucose. Caller stated that the customer infusion set was out of her body and she had respiratory track infection, sore throat and cough at the time of hospitalization. Caller also stated that the customer's insulin pump had incorrect time/date and the display is scratched and unable to read the display. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.